Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abnormal uterine bleeding ('irregular bleeding since insertion / abnormal uterine bleeding') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included meniere's disease and asthma (suspicion). Concurrent conditions included obesity (bmi 33.17). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abnormal uterine bleeding (seriousness criterion intervention required). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced swelling ("swelling"), rash ("rash") and restless legs syndrome ("restless legs"). The patient was treated with surgery (essure with uterus and fallopian tubes removed). Essure was removed on (B)(6) 2021. At the time of the report, the abnormal uterine bleeding, weight increased, swelling, rash and restless legs syndrome outcome was unknown. The reporter considered abnormal uterine bleeding, rash, restless legs syndrome, swelling and weight increased to be unrelated to essure. The reporter commented: physician did not consider that essure contributed to the occurrence of the event(s). Essure removal was performed at the patient¿s request and due to medical reason (medically necessary). Essure removal was not the primary reason for the surgery, but it was performed secondary to other gynecological surgery. Hysterectomy for abnormal uterine bleeding. Removed essure complaint sample (two implants) was received diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abnormal uterine bleeding ('irregular bleeding since insertion / abnormal uterine bleeding') in a (B)(6) patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included meniere's disease and asthma (suspicion). Concurrent conditions included obesity (bmi 33.17). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abnormal uterine bleeding (seriousness criterion intervention required). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced swelling ("swelling"), rash ("rash") and restless legs syndrome ("restless legs"). The patient was treated with surgery (essure with uterus and fallopian tubes removed). Essure was removed on (B)(6) 2021. At the time of the report, the abnormal uterine bleeding, weight increased, swelling, rash and restless legs syndrome outcome was unknown. The reporter considered abnormal uterine bleeding, rash, restless legs syndrome, swelling and weight increased to be unrelated to essure. The reporter commented: physician did not consider that essure contributed to the occurrence of the event(s). Essure removal was performed at the patient¿s request and due to medical reason (medically necessary). Essure removal was not the primary reason for the surgery, but it was performed secondary to other gynecological surgery. Hysterectomy for abnormal uterine bleeding. Removed essure complaint sample (two implants) was received. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abnormal uterine bleeding ('irregular bleeding since insertion / abnormal uterine bleeding') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included meniere's disease and asthma (suspicion). Concurrent conditions included obesity (bmi 33.17). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abnormal uterine bleeding (seriousness criterion intervention required). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced swelling ("swelling"), rash ("rash") and restless legs syndrome ("restless legs"). The patient was treated with surgery (essure with uterus and fallopian tubes removed). Essure was removed on (B)(6) 2021. At the time of the report, the abnormal uterine bleeding, weight increased, swelling, rash and restless legs syndrome outcome was unknown. The reporter considered abnormal uterine bleeding, rash, restless legs syndrome, swelling and weight increased to be unrelated to essure. The reporter commented: physician did not consider that essure contributed to the occurrence of the event(s). Essure removal was performed at the patient¿s request and due to medical reason (medically necessary). Essure removal was not the primary reason for the surgery, but it was performed secondary to other gynecological surgery. Hysterectomy for abnormal uterine bleeding. Removed essure complaint sample (two implants) was received. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 28-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.